Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The following sections were updated: d4, g4, g7, h2, h3, h4, h6 and h10. The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found a faulty charge-coupled device (ccd) and cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that unexpected stress was applied due to user handling which caused the failure. Regarding the handling of the device, the instruction manual contains the following description which may prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The device referenced in this report has been received by olympus for physical evaluation, however the investigation is ongoing. The definitive cause of the customer's experience can not be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during reprocessing of a hd autoclavable camera head, the image disappears temporarily, flashing in and out. There was no patient contact/impact.